Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported, the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported, that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl), while wearing the pod between 4 and 24 hours on the abdomen. Upon removal, it was noticed, that the cannula did not pierce the skin and was bent. A manual insulin injection was administered to treat the hyperglycemia. And a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Investigation of the environmental seal and bottom housing found no evidence of the cannula assembly deploying into either. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. A root cause for the reported unsure properly inserted cannula could not be determined.